Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15575916 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00314 and 1058196-2012-00315. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During unsheathing to deploy the enterprise vrd (enc452812/10106627) using a prowler select plus microcatheter (606-s255x/15575916), the distal end of the stent moved a little proximally, therefore repositioning of the vrd was required. However, there was some resistance during recapturing process and the vrd could not be recaptured. The vrd was pulled back and housed in the microcatheter, and both the vrd and the microcatheter were safely removed from the patient as a unit. The vrd was replaced for a new product of different size (enc453712, lot unknown) which was successfully placed in the target aneurysm using a new microcatheter. Afterwards, several coils were placed and the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the coils by visual inspection. Also there were no damages reported on the devices after the removal. The procedure was coil embolization of a c2 segment of the internal carotid artery aneurysm with a vessel that was heavily tortuous. The level of calcification was unknown. No additional information is available. A review of the manufacturing documentation associated with prowler select plus lot 15575916 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A non-sterile unit of prowler select plus microcatheter and enterprise were received coiled inside of a plastic bag. The enterprise was received inside of the microcatheter and both were inserted in a coil dispenser. A compressed condition was observed at 4cm from distal tip of the microcatheter. The involved enterprise introducer tube was not received. Functional analysis was performed. The stent which was received inside of the microcatheter was recaptured an introducer tube with some friction when it encountered the compressed sections observed on the microcatheter; however the recapture was successfully completed. The enterprise and prowler microcatheter were observed under vision system and no other damages other than noted with the visual analysis were found. The ID of the microcatheter was measured and was found to be within specification. With functional testing resistance/friction during recapturing was confirmed; however the enterprise stent was able to be recaptured with advancement of the prowler select plus microcatheter. There was some friction during the recapturing which was due to the compressed area on the distal tip of the prowler; however, it was able to be fully recaptured. The cause and timing of the compressed condition cannot be conclusively determined; however, it may be related to procedural factors including vessel characteristics. There is no indication of any manufacturing defect or anomaly. Inspections are in place to prevent damaged devices from leaving the facility. The records indicated that the products met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00314 and 1058196-2012-00315.

Event description:
During unsheathing to deploy the enterprise vrd ((B)(4)) using a select plus microcatheter ((B)(4)), the distal end of the stent moved over a little proximally, therefore repositioning of the vrd was required. However, there was some resistance during recapturing process and could not recapture the vrd. Therefore, the vrd was pulled back and housed in the microcatheter, and both the vrd and the microcatheter were safely removed from the patient as a unit. The vrd was replaced for a new product of different size ((B)(4), lot unknown) which was successfully placed in the target aneurysm using a new microcatheter. Afterwards, several coils were placed and the procedure was successfully completed without any further issues. There was no patient injury/complications were reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the coils by visual inspection. Also no damages reported on the devices after the removal. The procedure was coil embolization of a c2 segment of the internal carotid artery aneurysm with a vessel that was heavily tortuous. The level of calcification was unknown. The complaint products are going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
A non-sterile unit of select plus microcatheter and a enterprise unit were received coiled inside of a plastic bag. The enterprise was received inside of the microcatheter and both were inserted in a coil dispenser hoop. The mc was inspected and a compressed/flat section was observed at 4cm from distal tip of the microcatheter. The involved introducer tube was not received. Some waves were found on the microcatheter but apparently can occur during the handling of the unit when this was return for evaluation. The microcatheter was inspected under microscope during functional test and the enterprise could be recaptured through the mc. The ID of the microcatheter was measured and was found to be within specification. Functional test was performed with the returned devices; the stent that was returned in the mc was recaptured in the introducer tube, just some friction was noted when it pass through the compressed/flat section of the mc. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'resistance/friction-inner lumen' was confirmed; some friction was felt when it pass through the compressed/flat section of the mc. The root cause for the damage on the mc and the failure reported by the customer is undetermined; however, neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Furthermore, inspections are in place that prevents any kind of failures leaving from the facility. Therefore no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00314 and 1058196-2012-00315. Additional information will be submitted within 30 days of receipt.